Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Kept by the attorney.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2014 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and ex-plantation of the device at issue and excessive levels of chromium and cobalt.

Manufacturer narrative:
An event regarding alleged ¿suffered injuries as a result of implantation and explantation of the device at issue and excessive levels of chromium cobalt, involving an unknown secur-fit stem was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2014 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and ex-plantation of the device at issue and excessive levels of chromium and cobalt.